Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient underwent a primary breast augmentation surgery with 250ccc mentor memorygel breast implants. Post-operatively, the patient observed that her implants were shrinking and had become hard. The patient experienced bilateral capsular contracture of an unknown baker grade. The patient has consulted with a medical professional. At the time of this report, mentor has not received information regarding explantation or an explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. Refer to manufacturing report number 1645337-2022-12946 for the contralateral event.

Manufacturer narrative:
Additional information received on april 24, 2025, indicated that the patient also experienced bilateral symptomatic ruptures. Asa result, patient underwent bilateral removal without replacements on (B)(6) 2025. Reason for device explant and/or reoperation: symptomatic rupture, capsular contracture unknown grade. Manufacturer¿s reference number: (B)(4).